Manufacturer narrative:
Calibration and qc were acceptable. The sample from (B)(6) 2023 was received for investigation. Interference testing was performed using size exclusion chromatography (sec). An interfering factor was not identified. Based on the investigation results, the patient's high troponin t hs results are considered to be correct. The investigation did not identify a product problem.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The patient has been in the hospital for 9 months due to a heart transplant. During this time, the patient has been tested on the e801 analyzer three times with results of approximately 1191 ng/l. A sample from (B)(6) 2023 was tested on the e801 module and was also sent for testing by the siemens method. The troponin I high sensitive result from the siemens method was 38 ng/l. The specific troponin t hs result from the e801 module was not provided. A sample from (B)(6) 2023 was tested on the e801 analyzer with a result of 1191.0 ng/l. A sample from (B)(6) 2023 was tested on the e801 analyzer with a result of 1426 ng/l.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The customer performed "several" dilutions for troubleshooting purposes and the troponin t hs results became "higher and higher." The samples from (B)(6) 2023 and (B)(6) 2023 were sent for investigation. The investigation is ongoing.